Event description:
It was reported that the lead was explanted during an ICD upgrade procedure due to sensing and pacing anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 27.5-28.0 cm from the connector pin. The etfe coating was intact at the same location.